Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 0274714. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample and two photos were received for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and residues of plastic were observed at the bottom of the syringe. The syringe barrel has an area of 1/2" x 1/2" at the top in the inner wall where it shows that was damaged inducing the pieces of plastic that are at the bottom of the syringe. The two photos provided show the sample received. It could be possible for this defect to occur if there was a jam during the plunger rod - barrel assembly process inducing the damage to the barrel. Based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that plastic particles were found in the barrel of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "upon opening bd 50ml syringe, we noticed a large amount of plastic particles within the barrel of the syringe. Syringe was removed from IV room and isolated. No other syringes were identified at this time."